Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 400 mg/dl; cause was not known. Reportedly, the customer was vomiting with high ketones. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2025 with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port charging issue was verified, the alleged high bg issue was also verified, however, no failure was identified.